Manufacturer narrative:
Siemens current process team (cps) team reviewed both rp500 systems' ((B)(4)) automatic quality control (aqc), sodium slope data and all patient data. Conclusion: system (B)(4) cartridge 2520400126 was at the end of its cartridge use life. It appears from the number of d39 clots, insufficient sample, bubbles in the co-ox and b-wash, p-wash that were not typical, that the cartridge started to have reagent flow issues. If the cartridge truly was having reagent flow issues, it's possible that with the vacuum created at the valve, salt could have been pulled into the patient sample.

Event description:
Customer reported discordant sodium results on the analyzer. There was no report of injury due to this event.